Event description:
Caller reported that a cartridge alarm occurred with their pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, technical support arranged to replace the pump with one having updated software. The pump was still under warranty, ensuring the replacement could proceed without issues. The customer was informed about storing the old pump and instructed to return it using a provided label. Additionally, they planned to use multiple daily injections as backup therapy to maintain insulin delivery until the replacement pump arrived.